Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Concomitant medical products - model: 5054-52, lead; implanted: (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead and right atrial (ra) lead displayed chronic high thresholds. The high threshold levels were discovered during a device changeout procedure. Both leads were tested unipolar and bipolar, and appropriate outputs were programmed. Both leads remain in use. No patient complications have been reported as a result of this event.